Manufacturer narrative:
Gbo complaint number: (B)(4). No sample were received for evaluation. No clarification or further information was received from the customer. We have no further inventory of the material/batch. A review of quality, production, maintenance records revealed no deviations in relation to the reported errors. Customer was provided with the appropriate documents in regards to the reported events. The complaint can not be determined.

Event description:
Customer states they are experiencing tubes underfilling where the tube stops filling before it gets to the 10% fill mark. Underfilling is also occurring when specimen is drawn with a syringe. Nurses and phlebotomists are collecting specimens and patient's are having to be drawn multiple times due to tubes being underfilled. Customer advises most of the time they are filling appropriately and a few times thorough out the week tubes are not filling to 10% of fill mark.